Event description:
A becton dickinson bd insyte autoguard winged catheter, 20ga 1.00 inches 1.1x25mm, was inserted into the pt's arm for administration of intravenous fluid. The nurse was unable to obtain a blood return so she removed the catheter from the pt's arm. At that time, the nurse noted approximately 12mm of the catheter tip was missing. Pt was taken to the operating room where the catheter tip was removed from a vein in the pt's arm. Bd was notified the same day and appropriate info was provided - lot number, etc. Materials management retrieved catheters with the same lot number from all areas of the hospital. Surgery performed to remove catheter tip without incident. Pt tolerated surgery without complaints.